Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent bent while crossing the lesion, and a stent strut broke off during delivery through the vessel. The lesion being treated was severely tortuous and severely calcified. The device was inspected prior to use and negative prep was performed with no issues. Two other onyx stents were used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was stated that the strut broke but the stent was still all one piece and did not break into two pieces. The stent did not dislodge. The lesion being treated was in the right coronary artery (rca). The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. The device was successfully removed from the patient by pulling back on the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was confirmed that the stent struts deformed only. Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. There was no issue with the tip or to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.